Manufacturer narrative:
The alert date was reported as may 9, 2016 in error. The alert date has been updated to may 12, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the housing was damaged on the air reamer/drill device. It was further determined that the device failed the following pre-tests: check status of development, general condition, marking and labeling, check for free movement, check the cannulation, check the trigger function, check safety system, check the hose coupling, check for immediately stop, check function of forward / rewind, check for excessive noise, check for air leak and check the starting behavior. It was noted in the service order that the device was worn and the casing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.